Event description:
Customer reported an issue with reloading a cartridge on their insulin pump. Despite the issue, there was no adverse impact to the customer's blood glucose level. Customer successfully resolved the issue by cleaning the pneumatic tap area with an alcohol wipe or lint-free cloth, reloading the same cartridge, and resuming insulin delivery.